Event description:
It was reported that the patient experienced a shocking or jolting sensation after exposure to a security wand check. Stimulation was turned on while the wand check was performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39286-65, serial#, implanted: 2009-(B)(6), explanted: na, programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4).